Event description:
It was reported that a 35-year old caucasian female patient underwent primary breast augmentation with two 600cc mentor memorygel breast implants. Post-operatively, the patient suffered several unexplained systemic symptoms, including bilateral breast pain, protruding veins from bottom of breasts to ribcage, blood clots, incisions that were hot, red, bad, and possible left breast capsular contracture (baker grade unknown). The left breast is puckering, falling to the left and appeared to have a bubble. The left implant is soft, squishy, has ripples, and feels half-full. There is also report of right breast capsular contracture (baker grade unknown). The patient has crooked nipples, and right breast pain, which feels are if incisions are open, cold, and burning - a nerve issue. It was stated that the scar tissue is affecting the nerves on the right side. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001173383